Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during the iol implantation stage, the iol removed from its package was observed not to fit properly. A visible mark was noted on the optic portion of the lens. A different lens was subsequently opened and implanted. There was no patient contact. Additional information has been requested but is not available at the time of this report.